Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing sporadic low blood glucose levels (bg 30-31 mg/dl) at night and then the bg would jump up to the 500 mg/dl range. Orange juice or glucose injections were used to address the low bg levels. When needed, the contact would assist the customer with the low bg. A bolus via the pump and/or insulin injections were used to address the high bg levels. The cause of the fluctuating bg levels was not known. There was no device malfunction reported. The customer has been in contact with a healthcare provider regarding the fluctuating bg levels.

Manufacturer narrative:
(B)(4)